Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: ap3a.240905.015.a2.g991usquehyda smartphone hardware: sm-g991u cgm sensor type: g7.

Event description:
It was reported that the patient had been treated for hypoglycemia. The patient's blood glucose levels had decreased to 27 mg/dl while wearing the pod between 4 and 24 hours. The patient had passed out and become unresponsive. The patient reports the pod had run out of insulin although the pod was filled the same day. The patient reports an ambulance was called. Upon arrival of the ambulance the patient was treated with glucose gel and intravenous fluids. The patient reports the paramedics were with them for 1 hour.

Manufacturer narrative:
The returned device was evaluated and the pod was found to function as intended with no evidence of any damages or deficiencies that would result in the device over delivering insulin. Inspection of the patient history buffer (phb) data showed that the automated glucose control (agc) algorithm functioned as intended and was able to appropriately adapt to changes in estimated glucose values (egvs) and user inputs. The device generated an 0x18 alarm indicating the pod has reached expiration empty reservoir. This is a safety feature that does not indicate a device failure. The reservoir was confirmed to be empty. The exposed portion of the soft cannula was observed to be torn. The timing and cause of the observed cannula damage could not be determined. The investigation could not confirm if the observed damage contributed to the reported event. Upon inspection damage was observed to both the bottom housing vent and the reservoir. This damage was determined to be post use damage due to the alignment.